Event description:
It was reported that the pt's device turned on by itself "everyday at 3." When the device turned on, the pt experienced pain at the stimulation setting and the pt then turned the stimulation down and off. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).